Event description:
Philips received a complaint on philips heartstart xl+ defibrillator indicating that the test has failed. There was reportedly no patient involvement. The problem has been confirmed as reported. The system was checked and found to be unable to boot up. A replacement battery was installed. After installing a replacement battery, the fse was able to restore the device to service. It has been concluded that no further action is required at this time.